Event description:
It was reported that three (3) homechoice cassettes leaked from the connection to the solution bags; the connection between the cassettes and solution bags was "spinning continuously". This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.